Event description:
It was reported that during an unknown procedure, the device clamped the tissue loosely. To clamp tissue tightly, it need to do action two times. No patient consequences.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Batch #: unknown. Additional information was requested and the following was obtained: did the device had to be activated twice to get a tight clip (holding)? Yes. If other, please specify. Was there any issue with bleeding? No. If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? Were there any patient consequences? If yes, please describe: no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.